Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6) 2009. During the procedure, the catheter had a leaking balloon and there was pressure loss. A second catheter was used to continue the procedure with no adverse pt consequences.